Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The analysis results found that device (b) was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. The device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. (B)(4) empty.

Event description:
It was reported that the devices were used during an unknown procedure. The clips were not consistently closing the clips properly. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested, but unavailable.